Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damaged occurred. The 90% stenosed de novo lesion being treated was located in the severely tortuous and calcified right coronary artery (rca). Vascular access was femoral. A balloon angioplasty was performed. The 3.00x16mm veriflex stent delivery system (sds) was advanced, but could not cross the lesion. Upon removal stent damage was noticed. The procedure was completed with a different device. There were no patient complications and the patient condition was listed as "good".